Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4).

Event description:
It was reported that the patient was implanted with a metasul right tha and underwent revision surgery after approximately 10 years due to bone fracture, osteolysis, pain, alval reaction and pseudotumor. Operative notes revealed cystic pseudotumors that were associated with the patient's cavity osteolysis and alval (aseptic, lymphocyte-dominated vasculitis-associated lesion) reaction to the metal-on-metal metasul joint. The trochanter had a pathologic fracture. The metasul head had burnishing and polishing related to metal-on-metal wear.

Manufacturer narrative:
X-ray report was received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately ten years post implantation due to bone fracture, osteolysis, pain, alval reaction and pseudotumor. A polyethylene liner wear is present. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Please disregard the reports because this complaint is a duplicate of the warsaw complaint (B)(4), which one was submitted under the refernce 0001822565-2019-02340. (B)(4). Will be set as not a complaint in zimmer database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Corrected information are filled in the following fields: please disregard the reports because this complaint is a duplicate of the warsaw complaint (B)(4) which one was submitted under the refernce (B)(4). (B)(4) will be set as not a complaint in zimmer database. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number is available. Event description: it was reported patient had a revision procedure due to a failed metasul tha. Operative notes revealed cystic pseudotumors that were associated with the patient's cavity osteolysis and alval (aseptic, lymphocyte-dominated vasculitis-associated lesion) reaction to the metal on-metal metasul joint. The trochanter had a pathologic fracture. The metasul head had bursnishing and polishing related to metal-on-metal wear. Patient was also diagnosed with a pathologic fracture of the pelvic ring, and anterior and posterior pelvic ring fracture. Review of received data: an x-ray analysis report has been provided by millennium medical imaging mmi portal for radiologic imaging, surveillance, and management. Evaluation was performed by a hcp (radiologist) on (B)(6) 2018: x-rays of the right hip dated (B)(6) 2011 show acetabular cup polyethylene liner wear, osteolysis of the right periacetabular pelvis, large soft tissue mass projecting over the right hip and osteolytic destruction and bony expansion of the right proximal femur. X-rays of the right hip dated (B)(6) 2011 shadow revision arthroplasty featuring a modular acetabular cup with constrained liner, bone grafts in the right periacetabular ilium and bone grafts about the proximal right femur. Refer to the report attached for more detailed information. Operative notes of the revision surgery performed on jun 22, 2011 were provided: pre- and postoperative diagnosis: failed right metasul total hip arthroplasty. Severe pelvic cavitary osteolysis. Severe proximal femur osteolysis. Pathologic fracture of pelvic ring. Anterior pelvic ring fracture. Posterior pelvic ring fracture. Operation performed: complex revision of right total hip arthroplasty. Open reduction and internal fixation of posterior pelvic ring fracture via separate incision: open reduction and internal fixation of anterior pelvic ring fracture via separate incision. Indication for procedure: severely failed right hip replacement. Pathologic fracture of her pelvic ring with intractable pain. Patient has morbid obesity. Description of procedure: endotracheal anesthesia and a regional anesthetic. Lateral decubitus position, all pressure points were padded. The surgery was done with three incisions. First incision was an extensile posterolateral approach to the hip. The short external rotators were quite deficient. They were involved in the cystic pseudotumors that were associated with her cavitary osteolysis and alval reaction to the metal-on-metal metasul joint. The trochanter had a pathologic fracture. The proximal greater trochanter was essentially nonexistent. Most of the gluteus minimus was reactive and was not in a condition so as to be viable. The entire glueteus minimus and a large portion of the gluteus medius were involved in the cystic pseudotumors. These were all removed with the curettes and rongeurs. A frozen section whosed no acute inflammation. These were classic appearing cystic pseudotumors associated with alval and delayed metal-on-metal hypersensitivity. The metasul head was removed and showed burnishing and polishing related metal-on-metal wear. A pathologic fracture of the posterior pelvic ring was identified. A secondary incision over the back gluteus maximus was done. The fracture was reduced under direct vision with ball-tip bone pushers and held reduced with a 3.2 mm guidwire. Fixation was obtained by using a trabecular metal augment from zimmer. Two 6.5 mm ti-screws were used for posterior ring fracture reduction. A third incision was performed and the anterior pelvic fracture was also reduced with a 3.2 mm guidwire. Long-term fixation was obtained with an interop ti cage and a single 6.5 mm screw. Excellen fixation was obtained. Back to the hip replacement revision. The large cavity was treated with novabone, antibiotics and methylene blue. An acetabular component was cemented (with ab) into the interop cage. Excellent fixation. The femur cavity was filled with novabone bone graft. Femoral component zimmer natural stem size 5, 12/14 taper. Mounting of a biomet freedom head 36mm and 0mm neck. Closure device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: no compatibility check can be performed as neither the ref nor the lot number was reported. Conclusion: revision operative notes (B)(6) 2011 state that the patient had cystic pseudotumor associated to cavitary osteolysis and alval reaction to mom metasul joint. Trochanter had fracture noted. Femoral head had burnishing related to mom wear. Identified pathologic fracture of posterior pelvic ring. Fracture reduced and fixation obtained using trabecular metal augment and 2 bone screws. There was also an anterior pelvic ring fracture was reduced and fixated with titanium cage and single bone screw. Excellent fixation obtained. Acetabular reconstruction was then performed and acetabular component placed with excellent fixation obtained. Neutral stem was placed with a 0-mm neck and 36mm head placed and found to be functional and supportive with muscle loss around the hip. Patient noted to be under strict anterior and posterior precautions. The x-ray analysis revealed acetabular cup polyethylene liner wear, osteolysis of the right periacetabular pelvis, large soft tissue mass projecting over the right hip and osteolytic destruction and bony expansion of the right proximal femur. The right acetabular cup component is mildly oversized with a lateral angle of inclination of approximately 30° and anteversion angle of approximately 22°. Further, the patient bone quality is probably osteopenic. Therefore, the reported event could be confirmed based on the medical records. The quality records could not be reviewed as neither ref nor lot number were provided. Further, the product was not returned so no product evaluation could be conducted. Therefore, based on the lack of information, we were not able to identify a specific root cause for the reported issues. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).